Event description:
The manufacturer received information alleging a ventilator's oxygen delivery was low. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen connector was found to be broken and was replaced to address the issue.